Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was stretched and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable pulse generator (ipg) was returned from an unknown source with no information. Information identified in the manufacture's database indicated the patient died approximately (B)(6) post the implant of the ipg system. Cause of death was requested and not received.